Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low result for valproic acid (vpa) and tobramycin (tob) generated by the unicel dxc 600 pro synchron clinical systems. The erroneous result for vpa was reported outside of the lab. Treatment was not initiated or withheld based upon the erroneously reported vpa result.

Manufacturer narrative:
Controls are run once a day. Vpa and tob qc was within acceptable range prior to the event. A field service engineer (fse) ran carryover tests on sample probe which failed. The fse replaced multiple parts and reran the carryover tests which passed. The fse ran qc and a precision run, and all results were acceptable. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.